Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited shocking impedance measurements greater than 200 ohms. A review of the stored data noted measurements have been within normal limits. Electromagnetic interference (emi) is suspected as the out of range measurements only occur in the office. Further troubleshooting was recommended. No adverse patient effects were reported.